Event description:
It was reported to boston scientific corp that a one step button initial placement gastrostomy kit could not be used due to a gap between the pt's stomach wall and abdominal wall (pt age, gender and weight are unk). According to the complainant, at the location of the catheter partially exiting a 5 millimeter abdominal incision, a 10 millimeter by 10 millimeter cross cut incision was made. When the device was pulled, the button completely pulled out. The stomach wall was clipped and the procedure cancelled due to this event. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.